Event description:
It was reported that there was an apparent fracture on the right ventricular (rv) lead. The lead was experiencing oversensing, high short interval counts (sic) and high non-sustained ventricular tachycardia. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillation coil was cut. Product performance information was also received, analyzed, and oversensing was noted. A total of 13 ventricular non-sustained tachycardia episode at <(><<)>=200 ms occurred on (B)(4) 2013. Six ventricular fibrillation episodes at <(> <<)>=210ms occurred between (B)(4) 2013 and (B)(4) 2013. A lead integrity alert was also noted to be triggered on (B)(4) 2013. 4076 implantable pacing lead 2008 (B)(6 ). (B)(4).